Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) machine was showing catheter error. There was no patient invovlement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse did not find any issue with unit. The fse checked the unit for more than two hours and observed that it was working. The unit was then handed over to the customer in working condition.

Event description:
N/a.